Event description:
It was reported that the display screen on the blood glucose monitor was "burned" because it looked like a rainbow. The blood glucose monitor was brand new and the defect was apparent when the patient received the product. No further information was provided.